Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a kas surgery the pump could not maintain the pressure and the pressure has risen massively. The patient`s thigh got swollen above the blood barrier. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique. According to the provided information a second surgery was required. Update avoe 31-mar-2025 it was confirmed that the tubing ar-6430 (lot: 409041) was used with the reported pump. It was further reported that the pump continued to pump even though fluid was already flooded into the patient. Pressure measurement did not stop the irrigation. The patient has suffered an intraoperative compartment syndrome. The same device was used to finish the surgery. Despite compartment syndrome and procedural delay the surgery was finished successfully.

Event description:
Update (B)(6) 14-apr-2025. It was confirmed that the compartment syndrome was treated by opening the blood barrier.

Manufacturer narrative:
Additional information: b5, h3, h6.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. One unpackaged ar-6480 arthroscopy pump serial number: (B)(6) was received for investigation. The returned device was visually inspected, and no problems were noted with the device. The returned device was assembled with known good ar-6410 and ar-6430 pump tubing and was tested and evaluated under normal conditions to see if the failure could be reproduced. The pump was connected to the power and turned on. After selecting the knee pressure preset, the run button was pressed to start the machine. The device was run for 52 minutes with no issues. The returned ar-6480 arthroscopy pump was observed to respond and function as intended with no sudden changes in pressure noted. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 45 and 91, respectively. These results indicated no problem with pressures. The device information was read, and the total run time for the device was indicated to be 6 days, 0 hours, 49 minutes. No problem found. Refer to investigation photos.